Event description:
It was reported that a spectrum iq infusion pump had an improper shut down while medication was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "improper shut down while medication was infusing" was not reproduced. The device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. The battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the battery module, found corrosion on the battery contact pin. Corrosion can cause improper shutdown without warning. It is noted on the spectrum's iq manual, "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion." The battery module is deemed unserviceable and will be scrapped. A review of the event history log revealed ¿improper shutdown!¿ message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.